Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an effusion. It was suspected that there was atrial lead perforation that had possibly caused systemic infection. The system was explanted. The patient was stable post procedure.